Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. An issue was reported with a cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-rsc-abrm-hc-rd-au) from an unknown lot. During the procedure, the wire guide experienced difficult removal and became kinked and unraveled. The wire guide was eventually able to be removed without requiring other interventions. Cook became aware of this event on (B)(6) 2021 upon being notified by st vincent public hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The complaint device was not returned, so a physical examination could not be performed and relevant dimensions could not be measured against specification. Based on this and review of the dmr and DHR, cook concludes the device was not manufactured out of specification. Cook could not review the DHR due to lack of lot information from the user facility. Review of the sales records to the user facility over three years prior to the date cook was informed could not sufficiently narrow down the lot number. Since potential nonconformances or other complaints from the device¿s lot could not be confirmed, there is no evidence that nonconforming product exists in house or in the field. The product IFU states the following in consideration of the reported failure mode: precautions standard seldinger technique for placement or percutaneous vascular access sheath, catheter and wire guides should be employed during the placement of a central venous catheter. Instructions for use 4. ¿if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. 8. ¿note: do not advance catheter tip beyond distal tip of wire guide. Always have wire guide leading during catheter placement. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The customer did report that the patient had difficult anatomy. It is possible that this contributed to the wire guide experiencing damage during use, but this cannot be confirmed with certainty. Use error related to withdrawing the wire guide through the needle was not suspected since the customer reported not performing this action. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set. Initial reporter customer (person): postal code: (B)(6). This device is not sold in the u.s.; however, this device meets the qualifications for a device that is same/similar to one that is sold in the u.s., thus prompting this report. Data for the like device is as follows: common name: foz catheter, intravascular, therapeutic, short-term less than 30 days. Product code: foz. PMA/510(k) #: k081113. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set kinked and unraveled during insertion of the device in the patient's internal jugular. During the procedure, it was noticed that the wire could not be removed easily. After maneuvering, it was able to be removed, but was noted to be both kinked and unraveled. The wire was intact upon removal. The patient was said to have difficult anatomy, but did not experience any adverse effects as a result of the incident. Additional information regarding the device and event has been requested but is currently unavailable.